Event description:
Table failed to stop while being lowered in the trendelenberg position during a surgical procedure as reported by the anesthesiologist. Unable to duplicate event as described above. During lowering of the table an endoscope was pulled from pt abdomen. Corrective action/recommendation: made a visual and operational test of table, hand control, foot switch controller, and auxiliary controls and found them operating normally. Ran the table through numberous position tests to duplication problem. Unable to duplicate the problem as described by report. During testing, four possible scenarios were found in which an endoscope could be pulled from a pt's abdomen by repositioning the table. They are listed below: 1. Normal orientation-pressing "back down", 2. Reverse orientation-pressing "leg down", 3. Normal orientation-pressing "flex", 4. Normal orientation with the table slightly flexed and-pressing "level".